Event description:
Paramedics went to the home of a pt who was non-responsive. The device read 158 mg/dl for a blood glucose result. Ten minutes later at the hosp a lab result came back at 18 mg/dl. Two bags of glucose IV were given after the lab value was obtained. The device was replaced and authorized for return to the MFR for eval.